Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: na. Investigation summary: a complaint history check was performed and this is the 20th related complaint for not clipping (cutter blocked) on lot # 7177532. Customer returned photos and a video of a bd safe clip from lot # 7177532. Customer states that he has had problems with the needle cutter since he cannot insert the cutting needle into the hole, it is as if something is blocking it. The photos and video were examined and exhibited pen needle unable to be inserted into the cutting hole of the safe clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. As per attached DHR completed by manufacturing, according with the DHR review information above, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the cutter is blocked and unable to cut needle with a bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: customer reports that he has had problems with the needle cutter since he cannot insert the cutting needle into the hole, it is as if something is blocking it.